Event description:
It was reported that during an open procedure for great vessel replacement, the device became not to be activated when the blade contacted with a bone during use. Although the device continued to be used, a solid tone was heard every time when it was used. Eventually, the blade was broken off. The broken piece was retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep attended the operation. The doctor understood that the thing which the blade had contacted with a bone several times caused the event. The device was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: the blade was broken off not inside the patient but outside the patient. There were no adverse consequences to the patient.